Manufacturer narrative:
Drug cap was loose and caused the leak. A replacement reagent was sent to the customer.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to synchron system drug calibrator leak. No injury was reported.